Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, there was also an open skin wound. Upon opening the generator pocket, a clear old hematoma was noted in the area. Turbid appearance of the blood was noted and some purulent material. There were no additional adverse patient effects reported. The rv lead was capped.